Event description:
Boston scientific received information in (B)(6) 1999 that this right atrial (ra) lead was exhibiting loss of ra capture due to possible lead migration. Device sensing was adequate and no corrective action was undertaken at that time. The physician listed the suspected cause for the loss of capture was listed as possible lead migration. The severity of event section of the adverse event form was listed as 'mild'. As part of the ventak chf/contak cd clinical study, the patient was seen 6-month post-implant. At that time, the patient was asymptomatic. The sensed p-wave were 1.27 mv associated with an ra pacing impedance of 625 ohms and no capture. The final programmed pacing mode was vdd. The patient was not hospitalized and there were no deviations made in the study protocol. The device was replaced in (B)(6) 2003 due to normal battery depletion and the replacement device was programmed to vdd. The patient presented back to the electrophysiology (ep) laboratory for a scheduled device replacement in (B)(6) 2008 due to normal battery depletion. The replacement device was programmed to vvir. This lead was received at boston scientific's return product department in (B)(6) 2013. The lead was extracted for unknown reasons.

Manufacturer narrative:
Only the proximal segment (7 cm from the terminal pin) was returned to boston scientific for analysis. Set screw marks were identified on the terminal pin and ring. The proximal segment was put through and passed electrical continuity testing. The clinical observation could not be confirmed through laboratory testing as only a partial lead was returned for analysis.